Event description:
It was reported that the fiber tip (cap) broke off at 222,000 joules into the case for no apparent reason. It was reported that no stones (which could have caused or contributed to the fiber breakage) were encountered. No pt or end user injury was reported as a result of this event. The location of the tip is unk.

Manufacturer narrative:
The device was subsequently returned to the MFR and analyzed. Failure analysis disclosed that the glass/metal cap was detached and that the fiber was broken distal to the fusion zone. The glass cap was not returned. Detritus was noted on the metal cap surfaces, which showed signs of overheating. The fiber condition could result in a forward-firing condition of the side-firing fiber, which has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/ or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber and accelerating wear out of the cap. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage.